Manufacturer narrative:
Device evaluation - the report of low speed alarms and pump stop events was confirmed based on the evaluation of the returned lead. Approximately 6 inches of the external portion/distal end of the percutaneous lead was returned. The reinforcing sleeve had been cut open prior to return approximately 2 inches from the metal/controller connector. The reinforcing sleeve was removed, and examination the shielding and bionate revealed areas with shield breakdown. An electrical continuity test of the returned portion of lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed a disruption in the insulation of the green wire, less than 1 inch from the metal/controller connector. The conductors of this wire was exposed. The disruption in the insulation of the green wire appeared to be the result of repetitive flexing of the lead in this area. This flexing caused abrasion to the wire as a result of rubbing against the braided shielding. There was no evidence of mechanical damage to the wires such as crushing or pinching. The disruption in the insulation of the wire would have interrupted function as a result of the exposed conductors of the green wire potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed and pump stop events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to a clinic visit and during interrogation of the device, several pump stoppages were noted. The patient was asymptomatic. The issue appeared to be occurring while the patient was connected to the power module and a compromised percutaneous lead was suspected. There was no obvious damage on the external portion of the percutaneous lead and the patient did not recall any recent trauma to the percutaneous lead. The pump stoppages could not be reproduced. X-rays of the percutaneous lead appeared to show some thinning near the distal end. A percutaneous lead repair was successfully performed on (B)(6) 2015. No further events have been reported.

Manufacturer narrative:
Approximate age of device ¿ 2 years. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.